Event description:
The patient reported that the left lead migrated down. The patient had been compliant with restrictions and had not fallen. They got an x-ray from their primary care clinic because they noticed stimulation had changed, there were using the top three contacts of the lead. The manufacturer representative (rep) did not actually see the x-ray. They attempted reprogramming but was unable to capture the left pelvis again, still covering the right side. Impedances were normal. The patient would reschedule in three weeks and would reprogram again. It was noted that the issue had not been resolved. The surgical intervention had not planned at this time but they may need to get their lead revisited. Other relevant medical history includes spinal pain and post-surgical neuritis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.